Manufacturer narrative:
The data acquisition pcba to motor controller pcba cable and gas delivery system assembly was tested and no failures were identified. The error code 1007 could not be duplicated.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition; pressure sensors failure. No patient involvement / harm.